Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: the evaluation of this device consisted of a gross visual examination, device history record review and x-ray. As received, minimal to moderate tissue (pannus) was observed on the inflow and outflow aspects of the valve. Host tissue fused leaflets 1 and 2 at commissure 2 by approximately 2mm and leaflets 2 and 3 at commissure 3 by approximately 2mm. Host tissue folded the free margin of leaflet 1 onto itself by approximately 2mm. Most of pannus tissue on the sewing ring of the bioprosthesis appeared to be removed during/after the explant. Except for several small high density nodules present in c1, c2, and l3, no appreciable bioprosthetic tissue calcification is evident by x-ray imaging. Additional manufacturer narrative: based on device evaluation, the explant was secondary to host tissue (pannus) overgrowth leading to leaflet fusion, leaflet retraction and thickening. Pannus growth is expected to occur in all prosthetic/bioprosthetic heart valves and is largely attributable to the foreign body reaction against the implants. This chronic host response is usually benign unless its growth extends on to the leaflets, which may interfere with the functionality of the device. The time course and severity of pannus growth is largely variable among patients. The underlying mechanism is still not totally understood, but it¿s believed that patient factors (such as patient immune system, age, other comorbidities, et al) and local anatomy (local hemodynamic, preserved native valvular tissue in the case of mitral valve replacement) adjacent to the device may play important roles in pannus growth onto the bioprosthesis. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
As reported, a mitral valve was explanted after three (3) years in a young woman. The patient was symptomatic and presented heart failure. The valve was replaced with a mechanical valve. The exact reason for explant is unknown. No other details have been provided at this time.

Manufacturer narrative:
Based on our investigation, there is insufficient information to determine the root cause of this event. Additional information and return of the subject device have been requested. A supplemental MDR will be submitted in the event any new information is received. No further actions are possible at this time.

Event description:
Additional information was provided indicating this valve was explanted due to calcification, moderate-severe stenosis and regurgitation. The device was returned for evaluation.